Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent and analyzed by technical support. It shows internal o2 reading on the main electronics never goes below 23.3 and the reading on the sensor screen shows an increase up to 25% on the lumin o2. Mainboard - luminox o2 detector. The mainboard electrons was defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has internal o2 sensor concentration high issue. The reading on the sensor screens show a reading increasing up to 25% on the lumin o2 and never goes below 23.3 the customer confirmed that there was no patient harm associated from this event.